Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0clu4, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0clu4, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient¿s system was replaced due to premature battery depletion. The battery depletion was due to high amplitudes. The patient had to continually turn their stimulation up. Eventually, the patient did not feel much stimulation. The patient had less than fifty percent therapy relief at the lead location and a return of symptoms. The patient was again soaking three or four pads a day and got up three to four times every night. The patient¿s urgency had also returned. The patient also mentioned a fall due to low blood sugar. The distal end of the tip could not be removed during replacement and remained in the patient. Impedance testing and reprogramming were performed. Following replacement, the patient¿s device was programmed. The patient felt much better and their symptoms were also better.